Event description:
This ra lead was implanted on (B)(6) 2010. A call to patient services on (B)(6) 2011 states that on (B)(6) 2010 the first week, they took patient back in his incision was not healing, they cleaned up the device, and the incision, and it is now healed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).